Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone that the insulin pump alarmed no delivery. Customer's blood glucose was 267mg/dl. Customer stated they use the pump as a backup plan. Customer stated the alarm just occurred and it keeps reoccurring. Customer is request the pump to be replaced. Customer stated he went through four infusion sets in two days.